Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument for each reported event, however, the issue was not resolved until the third visit. The fse was dispatched on (B)(4) 2014 and determined the ise (ion selective electrode) vacuum waste lines 15 and 163 exhibited a buildup of brown material within the lines. The fse flushed the lines 15 and 163 to restore vacuum to the eic and then replaced the waste lines 15 and 163 upon customer request. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that a unicel dxc 600 pro synchron system overflowed at the electrolyte injection cup (eic). No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. This MDR is for the event that occurred on (B)(6) 2014. Refer to manufacturer report number 2050012-2014-00412 for the event that occurred on (B)(6) 2014. Refer to manufacturer report number 2050012-2014-00402 for the event that occurred on (B)(6) 2014.